Event description:
Envoy medical corp. (Emc) was notified on june 22, 2026, that the sound processor implanted in the patient was exposed. The patient was seen by dr. (B)(6) who noted no signs of infection and recommended a revision to replace the battery and close the wound. Dr. Li attributed the cause to skin deterioration contributing to wound healing issues. A revision is planned for (B)(6) 2026 to resolve the issue. Patient/clinical history with emc: (B)(6) 2011 : implant, (B)(6) 2011 : turn on, (B)(6) 2011 : fitting, (B)(6) 2012 : fitting, (B)(6) 2012 : fitting, (B)(6) 2012 : analysis, (B)(6) 2013 : fitting, (B)(6) 2013 : analysis, (B)(6) 2013 : transcanal revision, (B)(6) 2013 : fitting, (B)(6) 2013 : fitting, (B)(6) 2014 : fitting, (B)(6) 2016 : fitting, (B)(6) 2016 : battery replacement, (B)(6) 2017 : fitting, (B)(6) 2020 : fitting, (B)(6) 2021 : battery replacement, (B)(6) 2021 : fitting, (B)(6) 2025 : battery replacement.

Manufacturer narrative:
Patient's device is exposed, without signs of infection. Revision to close the wound is expected on (B)(6) 2026.